Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired on the same day of aortic valve replacement and mitral valve replacement. Per the healthcare provider, the cause of death was "av groove rupture, secondary to severely calcified annulus." No other details were provided.

Manufacturer narrative:
Av disruption is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50% and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. In this case, the surgeon noted that the av groove rupture was secondary to a severly calcified annulus. Although the root cause of this event cannot be confirmed with the available information, it appears that this event may have been patient and procedural related. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time. Of not, this patient also has another MDR submitted for this event. Please reference MFR report #2015691-2013-20530.

Manufacturer narrative:
Per the op report, the patient had presented with severe aortic stenosis requiring aortic valve replacement (avr). Echocardiogram also showed moderate mitral stenosis. However, due to the extensive severe calcification, the intention was to aboid mitral valve replacement (mvr) as it was felt to be an extremely high-risk procedure. It was initially hoped that an avr would be sufficient to relieve her symptoms. The patient's native aortic valve was found to calcified and was replaced with an edwards bioprosthesis. As expected, the calcification continued to the anterior leaflet of the mitral valve. After weaning the patient off cardiopulmonary bypass (cpb), inspection showed that the mitral valve was significantly restricted with no good opening of the leaflets. Therefore, it was decided to place the patient back on cpb and perform mvr. Both the anterior and posterior leaflets were severe calcified. The anterior and posterior leaflets were removed and decalcification of the anterior leaflet was done as best as possible. There was extensive calcification of the posterior leaflet annulus which was avoided of any vigorous decalcification of the annulus in this area for fear of atrioventricular rupture. Another edwards valve (subject device) was chosen and sewn into the annulus. It should be noted that the bite in the posterior annulus was taken above the area of the calcification with a bite into the atrium to avoid the calcified area in the annulus. After weaning the patient off cpb, transesophageal echocardiogram showed satisfactory function of the mitral valve prosthesis and the aortic valve prosthesis with no evidence of perivalvular leak. As preparations were being made to close the patient, suddenly there was massive bleeding from the heart and inspection revealed evidence of atrioventricular groove rupture. Attempted repair was unsuccessful and the patient expired from the complication of atrioventricular groove rupture. The patient's medical records concur with the initial report of av groove rupture. There is no change in the original conclusion of this case. It appears that the patient's death may have been related to excessive debridement of the calcified mitral annulus. No further actions are possible with the available information.